Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed, progressive target lesion being treated was located in the severely tortuous and severely calcified right coronary artery (rca). The 2.5x8mm apex mr balloon was advanced for predilation and upon inflation, the balloon burst at 10 atms. The device was removed intact. No patient complications were reported and patient status is good.